Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was over 600 mg/dl. Customer was treated with manual injection and insulin drip. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for under delivering. Customer was unable to check air bubble and leak. Customer did displacement test and it was passed. The insulin pump will not be returned for analysis.